Event description:
Per the clinic, the patient experienced intermittent static and a loud booming sound with the device use on (B)(6) (specific date not reported). Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.